Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery (sfa). A 7 x 150 x 130 (B)(4)¿ stent was advanced but one strut of the stent was observed to have expanded already. The device was removed from the lesion and was re-advanced, but resistance was met between the lumen of the (B)(4)¿ stent and 035 non-bsc guide wire. The procedure was completed with another 7 x 150 x 130 (B)(4)¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft and the remainder of the device were checked for damage. A .035 amplatz guidewire was inserted into the device and would only travel to the inside of the handle and would not pass through the complete device. The stent was partially deployed out of the device approximately .5cm from the marker band. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery (sfa). A 7 x 150 x 130 innova¿ stent was advanced but one strut of the stent was observed to have expanded already. The device was removed from the lesion and was re-advanced, but resistance was met between the lumen of the innova¿ stent and 035 non-bsc guide wire. The procedure was completed with another 7 x 150 x 130 innova¿ stent. No patient complications were reported and the patient's status was good.